Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative had ran impedances three times and had several different pairs with 0 that were out of range. Specifically, electrodes 1, 2,3,5,6,7,8,11,12 and 13 measured greater than 10,000 ohms. Using reference 1, impedances were 0: 15,000 ohms, 2: 6,864 ohms, 3: 6,600 ohms, 4: 5,015 ohms, 5: 7,183 ohms, 6: 12 ,336 ohms, 7: 14,396 ohms, 8: 13,402 ohms, 9: 5,894 ohms, 10: 10,399 ohms, 11: 8,438 ohms, 12: 7,461 ohms, 13: 17,879 ohms, 14: 5 ,096 ohms, 15: 5,164 ohms. The manufacturer representative attempted to program the patient to 3+ 4- 5+ 7.4 volts at 40 hertz and ran therapy impedance which was 1,248 ohms. Amplitude was increased to 7.8 volts and the patient was receiving bilateral coverage. It was also reported that the patient had been feeling a burning sensation at their implantable neurostimulator (ins) site twice a day for about ten seconds. The patient explained that it felt like a bee sting. The manufacturer representative was to create a second group without the 0-7 lead active to evaluate it the patient would experience the burning issue with only the 8-15 side active. It was later reported that the cause of the high impedances and burning sensation was not determined. It was also noted that programming around the high impedances resulted in different impedance values every time the manufacturer representative checked them. The patient was still having periodic burning, but it wasn't as bad. The patient's coverage was reported to be not very good on the electrodes they had been able to program on. The patient was choosing to go back to their initial program, and follow up if the burning increases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.